Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that during product use, the tracheostomy tube broke at the flange. Replacement of the tracheostomy tube was performed. No incident related medical sequela was reported.